Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, water entered the air gas module from the connected compressor mini. The defective air gas module was replaced. The device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The cause of the issue was related to malfunctioning compressor mini, however the root cause to the reported problem has not been determined. D1: brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4: version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4: unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).